Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: january 27, 2014. A non-conformance report (ncr) was generated during production for the welding being incorrect. The review of the device history record(s) showed that there was no other issue during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon was impacting a trial spacer into the interbody space during an l4-l5 transforaminal lumbar interbody fusion procedure on (B)(6) 2014. During impaction, the distal end of the ball broke off and became stuck inside the knob. As a result, the device lost tension. There was a five (5) minute surgical delay as the ball was retrieved from the knob, which then functioned correctly. A smaller sized trial spacer was then used and the procedure was completed without further incident. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the returned trial spacer was examined and the complaint condition was able to be confirmed as the proximal coupling head was found to be broken off. The remainder of the device was found to be intact with minimal surface wear consistent with use. The attached trial was found to smoothly pivot as intended. It was reported that during t-pal procedure at l4-l5, the proximal end of a 10mm x 28mm x 12mm t-pal trial spacer (03.812.312 lot 8695219 mfg 27jan2014) broke and became stuck in the applicator knob resulting in a loss of tension on the device. The fragment was able to be removed from the knob, which was found to function as intended, and the procedure was able to be completed with an alternate instrument after a five minute surgical delay. The returned device was examined and the complaint condition was able to be confirmed as the proximal coupling head was found to be broken off of the trial and was not returned. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. This investigation summary was approved. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.